Event description:
It was reported that the 'o' ring came apart from the plate while inserting the last screw and had to be removed. No other plate of that size was available, so the surgeon could not replace the plate. No additional time was needed to complete the procedure as the surgeon was satisfied with using 3 out of 4 screws.

Manufacturer narrative:
Method: the reflex 1-lev ant plt 20mm was left implanted and the "o" ring was returned. Results of the visual examination of the "o" ring and previous investigation allow for the same conclusions to be drawn.